Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the distal end plastic cover had a crack with glue inside. Other observations for the device are: leak in the biopsy channel with wear and tear noted; distal end rubber coating (a-rubber) glue has a crack; objective lens has a cement crack¿ light guide lens has a chip; insertion tube has deep scratches; light guide tube has multiple scratches; olympus name missing on side body cover; and elevator not sitting properly. The user¿s complaint of the elevator channel issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned by the customer for evaluation and repair for a problem with the distal extremity of the elevator channel. There no harm reported to any patient or persons. Upon evaluation of the returned device, it was observed that the distal end plastic cover had a crack with glue inside. This medwatch is being submitted for the issue of the distal end plastic cover crack with glue inside that was observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress on the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿·inspection of the endoscope¿. ¿·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e2, e3, g2, g3, g6, h2, and h10.